Event description:
The reporter called to report a few er1 messages on his surestep meter. He pulled the strip out, turned the meter off, turned it back on and reinserted the same strip with a successful bg result. He did not have symptoms of high blood sugar and did not call for medical treatment. There was no harm alleged. He was sent a new meter.